Event description:
Elderly male with history of aortic valve replacement and recent bladder tumor. Undergoing surgery for radical cystectomy and ileal conduit urinary diversion. Ethicon 60 mm power stapler did not complete the pass of staples. A new stapler was used, without known harm to patient.